Event description:
It was reported that the pt had an infection at the pocket site. The neurostimulator was removed. It is unk if the leads were also removed. Additional info was requested.

Manufacturer narrative:
(B)(4).